Manufacturer narrative:
The technician found the brake would set but the casters would continue to swivel when pushed from the side. The technician replaced the brake casters, brake rod, caster supports, and brake rod bushings to repair the bed.

Event description:
Information received indicates the brake is not working.